Event description:
Patient having complications related to the gastric band. Md stated the patient had a failed gastric band.what was the original intended procedure?laparoscopic gastric band.device #1is this a laboratory device or laboratory test?no.